Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral resection of the prostate under subarachnoid block anesthesia on (B)(6) 2026 for benign prostatic hyperplasia. A f22 triple-lumen foley catheter was placed in the urethra with 30ml of saline inflated into the balloon for continuous bladder irrigation. On 25feb2026 at 14:30, the patient reported abdominal distension and discomfort. This was reported to attending physician. Examination revealed the catheter had slipped out 5 cm. The catheter was removed, revealing a ruptured balloon. Considering this a product quality issue, a new three-lumen catheter was immediately reinserted. The timely replacement caused no significant harm to the patient. No medical intervention was reported.